Manufacturer narrative:
The clinician reported failure of two implants due to mobility:isf1342, lot 7840714 and isf1350, lot 7842701. No further patient complications were reported. Manufacturer's trend analysis show that implant failure is a low-rate adverse event, which is common for endosseus dental implants in clinical use.

Event description:
Dental implant failure.